Event description:
The customer experienced an event where she was hypoglycemic. Her family attempted to treat her. The customer refused the food and glucose tablets. Forty minutes later, the customer continued to exhibit hypoglycemic symptoms. Her blood glucose results were 217 mg/dl on accu-chek advantage system 1 and in the 200's (mg/dl) on accu-chek advantage system 2. Forty minutes later, the paramedics were called. The paramedics arrived shortly after and tested the customer. The customer's blood glucose was 35 mg/dl on the professional meter. The customer was treated with intravenous dextrose and saline solution. The customer became coherent and felt after treatment. After the event the customer reportedly obtained a 325 mg/dl and 127 mg/dl on the accu-chek advantage system 2 within a ten minute timeframe. No reported symptoms or treatment with the back-to-back results. New system sent and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek advantage system 1. Reference medwatch with a1 pt for suspect device accu-chek advantage system 2.